Event description:
Rep reports that the valve could not program. The valve was stuck in an unusual programming position. The pt died of a brain tumor. The surgeon reported that the device issue did not contribute to the pt's death. The actual product code is unk at the present time. No other info or products will be returned.